Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent surgery for an unrelated issue and did not place the ipg into surgery mode. As a result, the ipg became inoperable. Surgery may occur in the future to address this issue.

Event description:
Related manufacturer reference number: 3006705815-2022-18089. Additional information received indicates that one of the patient¿s leads had migrated. As such, surgical intervention took place wherein the ipg and the lead were explanted and replaced to address the issue. Reportedly, effective stimulation was restored post operatively